Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.

Manufacturer narrative:
(B)(4).

Event description:
During a follow up call regarding an issue with the patient's solution, it was determined that the patient had experienced two episodes of peritonitis. This complaint will address the first episode of peritonitis which occurred on (B)(6) 2010. The facility nurse provided the following information regarding this event: the patient was hospitalized on (B)(6) 2010 with a diagnosis of peritonitis. The pd effluent was cultured, a gram stain and cell count were performed. The results of the pd effluent indicated klebsiella pneumonia, e. Coli, bacteroides fragilis, and possibly alpha hemolytic streptococcus. Results of the gram stain and cell count were not available. The patient was treated with vancomycin 1gram intravenous (IV) then intraperitoneal (ip) and cefepime IV and ip (dose unknown). The length of therapy is unknown but approximately two weeks. The nurse indicated the patient aseptic technique was good. The cause of the peritonitis was related to diverticulitis and unrelated to any baxter product or dianeal solution. The patient appeared to have recovered from this episode of peritonitis and was off antibiotics for approximately then experienced a repeat episode of peritonitis in (B)(6) 2010. The patient expired on (B)(6) 2010 with the cause of death as a pulmonary emboli. The master drug complaint is (B)(4).

Event description:
As reported via the american heart journal (2010;160:775.e1-775.e9) article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation" a patient experienced a dislocated stent fracture with restenosis 6-9 months after stent implantation, and later had another restenosis at the area of the stent fracture. This case is 8th of 29 events. The patient was a (B)(6) female. The indication for the index procedure was stable coronary artery disease. The target lesion was left anterior descending (lad), but the details are not indicated. The lesion was neither an in-stent restenosis nor a chronic total occlusion. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 56mm and the diameter of the stent was 3.0mm; however, the date of the procedure and the details of the stent implantation were unknown. At the first follow-up angiography six to nine months after stent implantation, the stent was noted to be fractured and displaced with 56% restenosis. The patient was treated with balloon angioplasty initially, but later had the implantation of a paclitaxel-eluting stent due to further restenosis.